Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response. Device was reprogrammed. There were no further shocks.